Event description:
It has been reported to philips that, the system did not start up. System was not in use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was caused by the system's suite pc not starting up. This was due to the suite pc's disk bay not recognizing the pc's main hard disk drive (hdd). A philips service engineer (fse) inspected the system on site and resolved the issue by moving the suite pc's hdd from the first to the second disk bay. After re-arranging the necessary cable connections and verifying that the system was turning off and on properly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has started an investigation of this complaint. A philips field service engineer inspected the system onsite and confirmed that the suite pc did not start up. The hard disk drive could not be properly read. Investigation is still in process and has not yet been completed.